Manufacturer narrative:
Approx 1987. Subject device was not explanted. Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Pt reported he was involved in a motorcycle accident in 1987, and sustained a broken wrist. He reported he was implanted with an unk plate. The plate broke 1 month post operative and pt opted not to have additional surgery as he was concerned about possible loss of flexion/rom. In the intervening 24 years, the wrist has become deformed. Broken plate remains in the pt.